Event description:
Info rec'd indicates the trendelenburg and high/low functions are not working on the bed.

Manufacturer narrative:
The technician isolated the issue to contamination in the hydraulic block. He replaced the hydraulic block to repair the bed.